Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed post-paced t-wave oversensing. The patient was symptomatic. The ICD was reprogrammed. The patient was stable throughout.